Event description:
For approximately one month the pt had not tested his blood glucose because he noticed the meter was set to the incorrect unit of measurement. He had taken the meter to the nurse to have her set the meter back to mg/dl; however, she was unsuccessful; therefore, the pt did not test his blood glucose. Since he did not test his blood glucose, he still took his set amount of oral medications daily. In 2004 at midnight, the pt experienced symptoms of hypoglycemia and contacted the paramedics. Paramedic's tested the pt on their device and rec'd a 40 mg/dl. He was taken to the hosp and admitted for three days. He treated with 4 tubes of dextrose and water throughout his stay in the hospital. Diagnosis was hypoglycemia. Pt has a schedule appointment either on 10/04 or 10/04 to get new adjustments on his oral medication. Ccr assisted the pt and set the meter back to mg/dl. The pt recalls going into the set up mode; however, does not recall changing the unit of measurement.